Event description:
It was reported that during a procedure and prior to implantation, it took the physician approximately thirty turns to extend the lead's helix and the helix involuntarily spun back. The lead was not used and another lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.